Event description:
Customer reported there are broken wires in the interconnect cable. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended. This MDR is related to ge healthcare complaint number.